Event description:
Customer reportedly obtained results of 231mg/dl, 189mg/dl, 110mg/dl, and 98mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.